Manufacturer narrative:
Result: foot lift motor power cable had a molex pin that needed to be pushed back in the connector.

Event description:
It was reported by service report that the foot-end lift motor got stuck at a high position, and it would not lower. No pt involvement or adverse consequences were reported.